Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission for episodes of ventricular undersensing. Upon review it was noted that three intermittent episodes labeled as asystole were recorded. No intervention was performed. No further information was available.